Event description:
It was reported to philips that the device will not charge the battery. Clarification was provided that the defibrillator was not delivering an accurate charge. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device will not charge the battery. There was no patient involvement.